Event description:
Pt s/p CABG x4. Pulmonary artery catheter removed the following day and sheath arrow obturator inserted according to "cvu" protocol. Obturator found to be leaking about blue port. Removed and another inserted without difficulty.